Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left symmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast breast reconstruction surgery with a 600cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side confirmed via MRI on (B)(6) 2020 postoperatively. On march 17, 2021, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(4) on the right side, and with catalog number 3505004bc; serial number (B)(4) on the left side on (B)(6) 2021. Left side was replaced for symmetry. This report is for the patient¿s left-sided device.